Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value was 150 mg/dl and sensor glucose was 60 mg/dl at the time of the incident and other sensor glucose value was 223 mg/dl. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test, sensors failed per specifications due to high readings.